Manufacturer narrative:
Catalog number is unknown. Premarket (510k) number is unknown. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported on (B)(6) 2022, that there was an incident where the pca tubing and IV tubing had a downstream occlusion on the IV pump that lead to issues with the pca and IV fluids being infused properly. A backflow of blood began to build and was visible in the tubing, and it began to leak at the y site on the pca tubing. The rn who encountered the issue completed an onpoint event report. The tubing was saved and is currently stored in case its needed to be sent back to the vendor. Cadd extension tubing (without the blue line); lot number not available. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. One (1) picture was attached and reviewed. The picture attached show the clear side of a pouch, part of an extension line is visible inside the pouch. Per the picture attached the reported failure mode is not visible. The complaint is not confirmed. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
B5: additional information received on 25-jul-2022 via email and attached to complaint object: patient information updated. No injury noted, however, the patient might have not received full dose of pca (patient-controlled analgesia) medication since there was a leak at the y-site on pca tubing. Issue was resolved: patient was disconnected from malfunctioning tubing at time of event and new pca tubing and IV tubing was used to reconnect patient appropriately. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-7115-24. G5: correction: premarket (510k) number: k000942.